Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. A previous occurrence of drain complication encounter was reported within 90 days of the aware date of this event, (B)(6) 2019. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: the file was assessed to determine whether a clinical investigation is warranted. On (B)(6) 2019, fresenius became aware this female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy was hospitalized (admission date unknown) and discharged on (B)(6) 2019. Subsequent attempts to obtain additional information have thus far proven unsuccessful based on the information available, the liberty select cycler is disassociated from the event, as there is no allegation or objective evidence indicating a product deficiency or malfunction caused or contributed to the hospitalization. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. Therefore, the completion of a clinical investigation is not warranted at this time.

Event description:
A peritoneal dialysis (pd) patient called in to requested assistance with an alert received during drain 0. During the call it was reported that she had drained manually in the hospital. Details regarding the purpose of the patient's hospitalization, treatment, or findings were not reported. There was no reported allegation against any fresenius device, drug, or product. Multiple attempts were made to acquire additional information, however, to date a response has not been received. No devices or samples were returned to the manufacturer for physical evaluation.